Event description:
Treatment of an aneurysm. During the procedure, it was reported that the implant coil could not be detached with the instant detacher. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device has been returned for evaluation and the event cause could not be determined. (B)(4).